Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and a two (2) limb stent grafts on (B)(6) 2013. The secondary case for this patient was completed on (B)(6) 2018 for an unknown reason and the patient was implanted with two (2) afx limb stent grafts.

Event description:
Upon further review, MFR. Report # 2031527-2018-00214 sent on 04 apr 2018 describes a duplicate event. Please reference MFR. Report # 2031527-2018-00227 with patient (B)(6) for the reported details; this report was also sent on 04 apr 2018. Please disregard duplicate MFR. Report # 2031527-2018-00214 with patient (B)(6).